Event description:
Inbound, pt reports having extension set tubing lot number 3645273 and 3633167 that has a crimp about 16 inches above the filter and it is causing an intermittent high pressure warning. No further details provided. Ext set 60 inch minipore with 0.2 mic filter item 89749. Diagnosis or reason for use: pph.